Event description:
Started using the omnipod 5 insulin pump system by the insulet corporation last week. Since starting I have had multiple issues requiring me to attempt to contact them for help. Multiple times I have called I have had to wait in excess of 2 hours to reach a rep. At current time I have no active insulin delivery because the pods will not activate, I keep being told by the app to discard and try another pod. I only have a set amount of pods and this is not a valid solution, nor is it solving my problems. I am now in the hole by 2 pods. Also I have had to discard in excess of 400 units of insulin now because of defective pods. As I type this I am once again waiting on hold to reach someone with no idea what the time frame will be to speak to someone as their phone system simply states "hold time is in excess of 45 minutes" be that 46 minutes or 5 hours of hold time. When the line is answered, you can tell that the workers are stressed and over worked. Support for the product is not sufficient to handle the number of issues one has with this device. I have also left voicemails asking for call backs. No callback is ever received. This is a life sustaining product, if I cannot get this to work, I have way of getting insulin as a type 1 diabetic. Who know how this will end up tonight. To be clear, when the product works, it's great, but it has numerous bugs and when I need help I cannot get it. The other concern is this, I am currently working on my "starter kit" pods, which is a 30 day supply "in theory". So far I have attempted to get my prescription for the normal allotment of pods, and every pharmacy I have contacted states to me that they cannot get that product in stock. No other information other than "supply issues" so what happens after these starter pods are expended, especially since I am throwing away multiple dead pods that refuse to activate? I love to get an answer to that question, however I can't get anyone to answer the support line, there is no email address to send an email too and leaving a voice mail gets no reply. FDA safety report ID# (B)(4).